Event description:
Caller states the pt obtained the following results on the inform system: 9:27am: 10mg/dl --customer was unresponsive at this time and given 2 amps of d-50. At 9:36am: 11mg/dl. At 9:46am: 24mg/dl; 10:11am: lo; 10:19am: 507mg/dl; 10:21am: lo; 10:38am: 13mg/dl; 10:58am: lab of 850mg/dl; 10:59am: 141mg/dl; 11:35am: hi; 12:45pm: lab of 742mg/dl; 12:50pm: hi. The following day the pt obtained the following results on the inform system: 6:02am: 20mg/dl; 6:02am: 37am. Within 10 minutes a lab was drawn and returned at 171mg/dl. The customer expired 7:15pm. The cause of death was not reported. Requested return of suspect system and replacement was sent.